Event description:
Caller alleges inaccuracy with inratio. Results are as follows. Date: 2007; inratio: 2.2; lab: 3.78. Dose adjustment occurred so this qualifies as an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 2.2; lab:3.78; mean: 2.99; confidence limits: 1.8-4.2. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. This case qualifies as an adverse event because due to the medication dosage changes. An rga will be created to request both meter and test strips to be returned for investigation. Ts updated on 04/23/2007. Follow up reveals that the inr with new strips came back at 3.3 within his range. He is happy with the product performance and has no further issues or questions.